Manufacturer narrative:
H3: because the complaint originated as an amazon review, information is very limited. Amazon will not provide their customer's contact information. Historical data revealed that there is no trend of product malfunction found for part 6528l. Without the return of the device the reported issue could not be confirmed and without the device lot information the release documentation could not be confirmed. The customer confirmed the belt is manufactured backwards and customer "rigged" belt to be able to use as a back-up to another belt. At this time, this appears to be an isolated event with no product non-conformity found. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: during the application of the belt the strap should lay flat across the buckle. Tuck excess under the belt. Always verify proper closure before use. Always check for skin integrity, proper circulation and range of motion when the belt is in use. Ensure that the belt is secure and does not compromise the patient¿s medical condition and does not interfere with tubes, lines or other equipment. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device.

Event description:
Amazon review: we have to turn the belt inside out in order to use it. We have another belt; this belt was to be our back-up. It's too late to return it, so we had to jury rig it.